Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/23/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. Were there any noted issues with the mesh? What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device contributed to the patient¿s complications?

Event description:
It was reported in a journal article that the patient underwent a flank defect repair on unknown date along with re-approximation of the abdominal wall to achieve a direct supported repair and the mesh was implanted in an underlay deep to the external oblique or intraperitoneally as an underlay. It was possible that, following the procedure, the patient developed minor bulge at the prior hernia site and was repaired with additional mesh placed in between the internal and external oblique muscles. It was also possible that the patient experienced a small asymptomatic recurrent hernia or a complete hernia through all layers of the lateral abdominal musculature, dehiscence of the internal oblique and transversus abdominis muscles with an intact external oblique muscle, and/or denervation with all layers of the abdominal wall intact. It was also reported that the patient with developed recurrence underwent an intraperitoneal repair. Additional information has been requested.

Manufacturer narrative:
(B)(4).